Event description:
It was reported that (1) device was used during an unknown procedure. The device had gas leakage. Another device was used to complete the case. There was no further consequence to the patient.